Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the issue. Stryker found that the device had software version -109 installed, and the user was attempting to run a user test immediately after powering the device. This is a known issue, and when a user initiates a user test immediately after turning the device on, it will cause the user test to fail and the service light to come on. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. There was no patient involvement reported during the event.